Manufacturer narrative:
Corrected fields: h6, h11. This supplemental report is being submitted to provide the results of the reopened final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during that device evaluation, the subject device exhibited foreign material in the air/water channel, air/water tube, jet tube, connecting tube and in the adhesive of the bending section rubber. There were no reports of patient involvement.